Event description:
It was reported to medtronic minimed that the customer experienced pump was cracked on the battery side, pump rejected a new battery, unexplained insulin flow blocked alarms, middle button has to be pressed multiple times to work, blurriness on screen and pump rewinds louder than before, pump battery life was diminished, sensor last. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-386a, mmt-7040a, mmt-332a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884, mmt-386a, mmt-7040a, mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08760 inches.. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. All buttons functioned properly during testing. Additionally, there were no unexpected loud motor noise during rewind, blurry screen (display), insulin flow blocked alarms, battery power loss less than 7 days (low battery life), or battery failed alarms during testing. The trace and history files were successfully downloaded using thump. There were not any no delivery (insulin flow blocked) alarms found in the downloaded pump history and pump diagnostic trace files. The earliest power data available per the power management tool/detail trace file is on 1/28/2026 at 5:54:00 pm. There was no power data available for the event date of 1/2/2026 however, the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range utilizing the available historical data. There were no excessive or unusual power/battery-related alarms noted in the history files. Battery cycle 2.0 received the lowbatteryalert (104) on 01/16/2026 04:00:00 after more than 7 days at 13.51 days. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. The pump passed all functional testing: cosmetic damage (crack) on the battery compartment and battery tube threads is confirmed. Low battery life, rejects new battery (battery failed alarm), and blurred screen (missing segments/partial display) complaints are not confirmed. Unexplained insulin flow blocked alarm, the pump rewinds louder than before, and unresponsive keypad complaints are not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.